Event description:
It was reported to vyaire medical that the vela ventilator alarm motor fault. As of this time, there is no information about patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Result of investigation: a vyaire field service representative (fsr) went onsite. The dead battery was charged. No alarms was found and unit passed the leak test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.